Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax medical became aware of a report for an event which occurred in (B)(6) during reprocessing stating "inability to decontaminate its duodenoscope despite 4 reprocessings/samplings." Involving pentax model ed-3490tk, serial number serial (B)(4). The report dated (B)(6) 2018, indicated that the distal end is contaminated with 37 cfu (colony- forming units) of staphylococcus coagulase-negative. Pentax medical has requested reprocessing information from the user along with requesting return of the device to pentax medical for inspection and additional sampling at pentax medical (B)(6) (pfr).